Event description:
It was reported that cs300 intra aortic balloon pump(iabp), negative pressure of the device was too low. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 codes (investigation types, findings, conclusion, components), h11 a getinge field service engineer (fse) after testing, it was determined that the drive valve group was faulty and the drive valve group was replaced. The device passed all factory-specified performance and safety index tests; it can be used clinically.